Event description:
The partner of a patient reported that the patient had been hospitalized at (B)(6) (healthcare provider's name was unknown) with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 2.6 mmol/l (46.8 mg/dl) while wearing the pod between 1 and 4 hours on the back. Symptoms reported include the patient could not eat or drink anything, shaking, eyes flickering, and "was not 100% conscious" (level of consciousness was not further explained). The patient¿s partner called an ambulance and gave the patient baqsimi. The ambulance transported the patient to the hospital. The patient was still in the hospital at the time of the call. The pod was removed in the hospital and a new pod was successfully placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
After internal review on 03-feb-2026, b5 was corrected.

Event description:
The partner of a patient reported that the patient had been hospitalized at (B)(6) (healthcare provider's name was unknown) with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 2.6 mmol/l (46.8 mg/dl) while wearing the pod between 1 and 4 hours on the back. Symptoms reported include the patient could not eat or drink anything, shaking, eyes flickering, and "was not 100% conscious" (level of consciousness was not further explained). The patient¿s partner called an ambulance and gave the patient baqsimi. The ambulance transported the patient to the hospital. The patient was still in the hospital at the time of the call. The pod was removed in the hospital and a new pod was successfully placed. After internal review on (B)(6) 2025, it was corrected that the reporter had stated the blood glucose was 2.6 mmol/l (46.8 mg/dl) measured with dexcom sensor and 3.6 mmol/l (64.8 mg/dl) measured "manually." This report has been forwarded to dexcom via e-mail.

Manufacturer narrative:
After internal review on (B)(6) 2026 g3 was updated with the correct investigation completed date.

Manufacturer narrative:
The physical device was not received. Cloud data for the period of 13aug2025-18aug2025 was downloaded and reviewed. Review of the cloud data found no evidence of an overdelivery of insulin. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the automated algorithm appropriately reduced and stopped automated insulin delivery as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm suggesting automated insulin while estimated glucose values were below 60 mg/dl were observed. The data showed that the system correctly generated urgent low glucose alerts when estimated glucose values were at and below 55 mg/dl. No evidence of issues with the system were observed in the available data.